Event description:
A single use distal cover was on scope end model maj-2315 dislodged into patient throat and not known until patient coughed in recovery room and came out. Manufacturer response for scope, tgf 190v (per site reporter) showing up next day for equipment inspection and return and to obtain loaner and continuing education for staff.